Event description:
It was reported that the patient presented for explant of implantable cardioverter defibrillator. The device was explanted and replaced with competitor. The patient was stable post procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and no anomalies were found.